Event description:
New information received indicated that the patient experienced a pericardial effusion and cardiac tamponade as a result of the perforation.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while positioning the ventricular device contrast showed a potential cardiac perforation. The patient's blood pressure then dropped. The physician immediately performed pericardiocentesis to stabilize vitals. Once stabilized, the patient was transferred to another hospital the patient underwent thoracic surgery to repair the cardiac perforation. At a later date a transvenous pacemaker was ultimately implanted. The patient condition was stable.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.